Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The (B)(4) / camino intracranial pressure/temperature monitoring kit was involved in an incident and was described as follows: the derivation of the intracranial pressure was over 10mmhg (in less than 12 hours) compared with the value given by the external ventricular derivation. The product was in contact with the pt. The pt was not injured. It was not known if the event led to an increase in surgery time. Add'l clinical info has been requested.